Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm tmicl13.2 implantable collamer lens, -12.50/+3.0/110 (sphere/cylinder/axis), in the patients right eye (od) on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to excessive vaulting. The lens was exchanged for a shorter lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.